Event description:
Per the clinic, the patient experienced pain at the implant site and a loss of osseointegration. The patient was placed under general anaesthesia on (B)(6) 2021, in order to explant the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.